Event description:
Oracle ro 1058663: battery defective error. Additional information received by smiths medical on 09-apr-2020 attached in complaint object: all of these pumps were found to be broken while doing a service check on them. No patient involvement.

Manufacturer narrative:
Other, other text: returned device was received with missing battery. Broken ear clip, top case cracked on corners, tubing guides and handle, cracked bottom case by l-bracket, and right plunger case.. Evidence of reported problem in event log was found. During the evaluation of the device after checking alarm history, the battery was unplugged causing the battery errors in history. The battery was from 2019. The customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery defective error. The issue was discovered during a service check and there was no patient involvement.